Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements due to possible electromagnetic interference (emi). Technical services (ts) determined that these impedance measurements occurred after the crt-d was implanted as the previous device was tested prior to being explanted, and impedance measurements remained within normal limits. Ts recommended turning off all equipment for future testing and noted that shock impedance measurements are now within normal limits consistently. No adverse patient effects were reported. This crt-d remains in service.